Event description:
On (B)(6) 2012, customer reported that the dxc 600i generated erroneously elevated accutni results within the risk stratification range of the assay for two patients. It is unknown if the results were reported out of the laboratory. Repeat testing of the patients' samples on the same instrument produced lower results within the normal range of the assay. Customer stated that there was no change in patient treatment or diagnosis in connection with this event. Per customer supplied documentation, quality control (qc) performed within the customer's established limits on the date of the event. Accutni calibration curves in use at the time of the event passed without any issues. Patient samples were centrifuged at 3000 rpm for 10 minutes and the customer reported there were no sample integrity concerns in connection to this event. System checks performed by the customer on (B)(6) 2012 passed within instrument specifications. Field service engineer (fse) inspected the instrument and performed preventative maintenance to resolve the accutni issue. Fse verified instrument hardware by performing a system check and quality control. The system check passed within instrument specifications and qc passed within the customer's established limits. The cause of this event is unknown.

Manufacturer narrative:
Evaluation results: fse performed preventative maintenance.